Event description:
It was reported that there was a device thrombus. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. On (B)(6) 2019 the patient came in for their one year follow up echocardiogram. The echo noted a non mobile thrombus over the atrial surface of the device. The patient was placed back on anti-coagulants and will be followed up in three months.